Event description:
The manufacturer received information alleging a ventilator was alarming for a service required alarm condition. There was no harm or injury reported. During the evaluation the device's oxygen blending module board needed replaced due to an issue with the oxygen blending module o2 sensor was found in the ventilator's downloaded error log. This issue was not reported as the o2 sensor monitors the oxygen level and does not affect therapy. Additional testing was performed and the device failed positive and negative flow verification test steps. The device's sensor board needs to be replaced to address the issue. The blower motor needs replaced to address noise and a life related smell. The keypad needs replaced due to the surface peeling. The customer cancelled the repair and the device was returned unrepaired.